Event description:
It was reported that the jaw couldn't be opened when using. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Manufacturer narrative:
(B)(4) date sent: 2/8/2022 additional information was requested and the following was obtained: . Was the device locked on tissue with the jaws closed? If yes, how was the device removed? >> yes, by pressing the reverse button to open the jaw 2. Did the jaws eventually open? >> yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1